Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
A customer contacted baxter's technical service center to report a caution negative ultrafiltration (uf) in drain 5 of 7. The tsr asked the home patient (hp) if she bypassed any low drain volume alarms this night and the hp stated she did not have any. The tsr had the hp sit up and resume the drain. The hp drained out 2837ml, fill volume 1500ml. The tsr explained that the hc would need to be swapped and advised the hp to call the registered nurse (rn) to inform of swap and increased intraperitoneal volume (iipv). The tsr assisted the hp with ending therapy early. The hp stated she had been trying to get her rn to lower the fill volume but the rn refuses and says that 1500ml is not too much. The tsr discussed the use of continuous ambulatory peritoneal dialysis until the hc was replaced. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. The rite (return instrument test/evaluation) test was performed when the device was returned to the baxter (B)(4) facility for evaluation. The device passed the homechoice rite functional test and the homechoice rite electrical test. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be insufficient drain, one or more cycle advances to next fill when slow / no flow occurred above the minimum drain volume threshold. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through ((B)(4)).